Manufacturer narrative:
The unit was received with the reservoir tube lip completely broken off; the reservoir does not stayed locked in. The unit was received with a missing o-ring (reservoir tube), cracked casing at the display window corners, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had an old insulin pump that was damaged; she wanted to know how to return the device. No further details were provided regarding the insulin pump damage. The insulin pump was returned and replaced.